Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that he felt his blood glucose enter hypoglycemic territory. The patient treated with a sandwich and glucose tablets. His blood glucose at the time of incident is unknown; however, the patient mentioned that his blood glucose has to be in the 40 mg/dl and 50 mg/dl range for him to feel symptoms. Troubleshooting was initiated for the insulin pump. There were no apparent anomalies with the device and the customer believed that the device was working as it should. The insulin pump was not returned for analysis.